Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: evolutpro-26-us, serial/lot (B)(4), ubd: 23-jan-2020, (B)(4); product ID: evolutpro-26-us, serial/lot #: b927752, ubd: 20-feb-2020, (B)(4); product ID: gwbc30, serial/lot #: unknown, ubd: 20-feb-2020. The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after deployment of the valve and while retracting the guidewire, the guidewire became caught in the paddle of the valve and the nose cone of the delivery catheter system (dcs) also became caught, pulling the valve above the annulus into the coronary sinus. The patient became immediately hemodynamically unstable. Cardiopulmonary resuscitation (CPR) was initiated and multiple defibrillations were administered for ventricular fibrillation. A second transcatheter bioprosthetic valve was deployed at a depth of 14 mm on the left coronary cusp and non-coronary cusp without snaring the first valve due to the unstable condition of the patient. An intrarterial balloon pump was placed for hemodynamic support. Post dilation of the second valve was performed with a 20 mm balloon and occlusion of the left coronary artery was discovered due to the leaflets of the first valve. Multiple attempts were made to reaccess/wire the left coronary artery without success. Multiple attempts were made to snare the valves, however was unsuccessful. The patient subsequently died.

Manufacturer narrative:
The angiographic record was reviewed. The images showed: (1) a fully deployed valve above the annulus with no coronary flow seen. Calcium was present in the annulus. (2) a second valve was 100% deployed valve-in-valve and there was confirmation of no coronary flow in the left coronary artery. Based on the provided images, the reported coronary occlusion was confirmed. The cause of the coronary occlusion, which reportedly led to patient death, is likely due to the dislodgement of the first valve by interference with the guide wire and/or the nosecone of the delivery catheter system (dcs). There were no angiographic images showing the series of events that led to the dislodgement of the first valve. The device history records for both valves were reviewed and showed that these products met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no indication of a potential manufacturing issue, device misuse or a quality deficiency. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects and anatomical considerations. Based on the information provided, a conclusive cause for the ventricular fibrillation cannot be determined. Coronary occlusion is listed in the instructions for use (IFU) as a potential risk associated with the implantation of these valves and can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). In this case, it was reported that the left coronary artery was due to the leaflets of the first valve. If information is provided in the future, a supplemental report will be issued.